Manufacturer narrative:
The user-reported over-infusion issue was not confirmed. Zyno medical tested the pump on 10/13/2017 and the device was found to have a flow rate accuracy of -56.8%, which was outside of the +/- 5% specification. In addition to the under-infusion issue, the device also had a priming issue and a noisy motor, which may be related to the flow rate issue. The device was repaired, recalibrated, and tested to meet all specifications on 10/13/2017.

Event description:
The user reported that the device had a flow issue. The user was using the device on a patient, and the device was set to infuse for 25 ml/hr for 105 ml. The device infused about 1.5 hour instead of 4.2 hours. No patient injury or harm occurred for this case. The user did not specify the event date.